Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26552. It was reported, the patient suffered a fall and since then she has not been receiving effective stimulation. The patient also reports, she is experiencing burning at the ipg site whether the stimulation is on or off. Xrays were taken and did not reveal any anomalies. Reprogramming initially resolved the issue. Approximately 3 months later, the patient states, she is experiencing right side stimulation and also a burning feeling or "firing" around her ipg when the stimulation is turned on. Xrays were taken and results are unknown at this time. Physician follow up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.